Event description:
On (B)(6) 2009, the pt's wife stated that the both, the up and down buttons on the infusion device are not functioning occasionally. The pt's wife stated that the infusion device has not been dropped or exposed to water. The buttons still pushes and pops back out. The pt will receive a replacement pump. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.